Event description:
During a laparoscopic cholecystectomy, it was reported the clip was not forming correctly. It was used for a couplea firings, then the surgeon switched to another instrument to complete case. From ftr72, lot number j43a49.

Manufacturer narrative:
H6; code 400: yielded jaws. Based upon the inquiry info received and the visual and functional results, it was concluded that the jaws had become damaged and would not form the clips properly. No conclusion could be reached as to how the damage to the jaws occurred. If the jaws are closed over a hard object, the jaws can become damaged and will not form the clips properly. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly. Co strives to understand each incident as it occurs to continuously improve co's products.